Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that there was (5) lvp that displayed dim segments. Biomed stated the following issues: missing pixel in tenths position missing pixel in channel window missing pixel in tenths position missing pixel in channel window missing pixel in tenths position there was no patient involvement as the issue was found during preventive maintenance.

Manufacturer narrative:
The reported issue of dim segments was confirmed on 4 out of 5 returned display boards. The returned display board assemblies were tested using a test fixture attached to a cad pcu. The returned boards were tested by running basic infusions at 888 ml/h and 88.8 ml/h to determine dim or missing segments. 4 out of 5 returned display boards exhibited dim segments. One display board was not observed with dim segments. Manufacturing issue: device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated. H3 : only an lvp display board assembly was provided for investigation.

Event description:
It was reported that there was (5) lvp that displayed dim segments. Biomed stated the following issues: missing pixel in tenths position . Missing pixel in channel window. Missing pixel in tenths position. Missing pixel in channel window. Missing pixel in tenths position. There was no patient involvement as the issue was found during preventive maintenance.